Manufacturer narrative:
Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75 year old male underwent elective impella support placement with a pre support clinical state consistent with scai cardiogenic shock stage d. Overnight, the patient demonstrated marginal hemoglobin requiring multiple blood product transfusions. Following a recent mitral valve replacement, the patient experienced diffuse postoperative bleeding from the chest cavity. The physician noted that his postoperative impella patients consistently exhibit coagulopathy and significant bleeding and expressed interest in understanding how to better manage these occurrences. Based on the available information, the reported bleeding appears to be associated with the patient¿s complex postoperative surgical course and underlying coagulopathy rather than a device malfunction. At this time, no impella related failure modes have been confirmed. Further investigation will conduct when the device is returned. Bleeding is a known event in the instructions for use (IFU).